Event description:
It was reported that the guide wire was used with an ivus device and there was resistance crossing the ivus device to the lesion; however, it did cross. Strong resistance was encountered during the removal of the ivus device, so the guide wire and ivus device were removed together. Then the guide wire was again advanced to the lesion; however, there was a problem and the guide wire was removed from the pt. Upon removal of the guide wire, the tip was noted to be separated. The ivus device was examined and the guide wire tip was found attached to the tip of the ivus device. Reportedly, there was no pt injury.